Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that during the use of the perclose device, the physician had issues with it "breaking". As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to a break to the device may include, but not limited to, aggressive user technique, excessive torque or force. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.